Event description:
Olympus medica system corp (omsc) was informed that the needle did not project out of the distal tip of the sheath. The patient was bleeding and the doctors completed the procedure with other device. There was no report of patient injury.

Manufacturer narrative:
Omsc have not received the subject product for evaluation yet. The exact cause of the user's report could not be conclusively determined. There are possibilities that the insertion portion of the device was deformed and it caused the failure to extend the needle. A supplemental report will be submitted, if additional and significant information becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.